Event description:
It was reported the tabs on the cord compartment and the printer hardware are broken. The programmer was returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the tabs on the power cord bay door were broken, the printer drawer was broken, the system fan was noisy and the stylus would not select icons on the screen.